Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) -indicated for use in the iliac artery not the subvclavian artery (incorrect anatomy). There was no reported device malfunction and the product was not returned. The reported patient effect of hypersensitivity is a known observed and potential patient effect as listed in the omnilink elite peripheral stent system instructions for use (IFU). It should be noted the indications section of the IFU states: the omnilink elite peripheral stent system is indicated for the treatment of de novo or restenotic atherosclerotic lesions in protected peripheral arteries and palliation of malignant strictures in the biliary tree. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2013 an omnilink elite stent was implanted in the patient's subclavian artery without reported issue. Two days later, the patient experienced pain in both arms, swelling of the fingers, and skin reactions. Clinical treatment included cortisone injections and cortisone tablets. After treatment, the symptoms would persist and aggravate in intervals. On (B)(6) 2013, the patient tested positive for a blood nickel allergy test via an allergy department and was enquiring if nickel can be released from the stent implant. Currently, the patient is working with the family doctor who is now investigating the allergy and other possible causes for the clinical symptoms including rheumatic disease. There was no additional information provided.